Event description:
The pt didn't charge the stimulator for approx 6 months due to problems with recharge coupling. The stimulator was overdischarged. The recharger would not go into the physician mode recharge, the pt tried 5 times and the MFR rep tried once. The MFR rep successfully performed the physician mode recharge using a different recharger. At the time of report, the pt was still unable to charge the battery and was scheduled for revision. Add'l info has been requested, a f/u report will be sent if add'l info becomes avail.